Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that the patient presented to hospital with inappropriate shocks. On interrogation, it was noted there was no right ventricular (rv) lead capture, and intermittent under and over sensing. X-ray confirmed the rv lead had moved. Upon opening the wound, it was discovered the rv lead was twisted around itself and had completely dislodged. The rv lead was removed and replaced with a different lead. The physician suspected, probable twiddler syndrome caused the rv lead to dislodge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.